Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions. Two devices were used during the procedure. It was reported as to which was being used at the time of the dissection.

Event description:
It was reported that during the procedure, a right sfa dissection occurred requiring intervention (pta and cryo).